Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 4524 lead, implanted: (B)(6) 1996. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing information. Ventricular high rate episode recorded on (B)(4) 2015 with apparent oversensing seen on the electrocardiogram (egm).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high rate episode on the right atrial (ra) lead. It was known whether the episode was a noise or myocardial potential. During device check, it was noted there was a polarity switch on the lead. The following day another device check was done and it was confirmed the intracardiac electrocardiogram was noisy and the patient was concerned about the possibility of the cause that might be led by high rate episodes. Isometric testing was also done. It was also reported there was ventricular high rate episodes recorded. But the marker did not correspond to intracardiac electrocardiogram, which was unaccountable data result. Analysis was carried out there, and it seemed to have high possibility of t-wave oversensing. The device sensitivity was reprogrammed and the patient was decided to be monitored. The leads remain in use. No patient complications have been reported as a result of this event.